Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to faulty qb (printed circuit board) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high-definition liquid crystal display monitor exhibited sd 1(serial digital interface) and y/c (s-video cable) are not working intermittently due to faulty qb board (printed circuit board). There was no patient involvement.